Event description:
It has been reported to philips that the wired footswitch was not working. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by pressing the footswitch multiple time. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not sensitive due to which there was no exposure. Upon troubleshooting, fse found issues with wired footswitch. The philips engineer replaced the wired foot switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.